Event description:
It was reported that the patient was treated approximately 13 years ago in (B)(6) for a fracture. At that time, a dynamic condylar screw (dcs) plate, screws and lag screws system was implanted. On an unknown date patient presented to surgeon complaining of discomfort and requested the implants be removed. Examination revealed the fracture is healed, surgeon explanted all dynamic condylar screw (dcs) hardware and circlage wire and completed the surgery. No allegation of deficiency of the hardware. This is report 2 of 4 for (B)(4). This report is for the unknown quantify of unknown lag screws.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Unknown unit of measurement. This report is for an unknown lag screw. Unknown date; approximately 13 years ago. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.